Event description:
The reporter did meter to hcp meter comparison tests side by side, using separate fingersticks. Reporter's meter read 92 mg/dl, and at the dr's office, the hcp meter (type unknown) read 138 mg/dl. Reporter did not have any symptoms. On followup, the reporter checked the confirmation dot for ample sample. Reporter described accurate testing techniques. Reporter cleans meter on a regular basis, and uses control solution tests. No harm was alleged.